Event description:
Total capsulectomy; I had severe pain in my right breast and my left breast suddenly went soft so, I thought it had broken. I had these silicone implants for nearly 10 yrs. I went to my dr to discuss and he said silicone implants are lifetime devices that never fail and you could drive a truck over them and nothing will happen. Pain continued to get worse in my right breast and I decided to have them removed at my own expense; I paid approx $(B)(6) because I couldn't take the pain anymore. Breast pain went away after removal of implants. After I returned the implants to mentor, they confirmed the device failed and the right implant showed a 9 cm tear and capsular contracture. Surgical pathology report - right breast implant with capsule - capsule has diffuse stick material on the inner surface grossly consistent with silicone. After my surgery to remove the implant, I researched mentor implants and found out that I should have received mentor's info for augmentation should mentor's memory gel-filled breast implants written info during my initial visit. I never received any documentation on this nor the risks associated with the gel implants. I remember discussing surgical issues that could come up, but don't recall receiving any "important info" that came with the implants such as health insurance premiums may increase or insurance may be dropped based on the presence of breast implants, that larger sized implants >350 cc may increase the risk of developing complication such as implant effusion or palpable implant folds. Dr (B)(6) told me these are permanent devices that can be left in for the rest of my life and although mentor recommends that I get a mammogram every three years, he said it isn't necessary since they never break and that I'd be more likely to get a false positive for cancer and have unnecessary surgery. My first set of saline implants broke and my dr said I should go with silicone. Had I been given this info ahead of them, I would have stuck with saline. FDA safety report ID# (B)(4).